Manufacturer narrative:
Pump passed displacement test and self test. No pump error 53 or pump error 4 alarms noted during testing. Pump successfully downloaded traces and history file using thump. However, the history/trace download confirmed pump error 53(line number 102 file number 617) alarms on 10/24/2024 at 10:41:32.000. The history/trace download confirmed pump error 4 alarm on 10/24/2024 at 10:41:32.000. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 c34 / pcba 2 j1, c5 / force sensor / motor]. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, and cracked case corner of belt clip rails. Pump error 4 was confirmed as a consequence of pump error 53. Pump error 53(line number 102 file number 617) alarms confirmed in the pump history/trace files on 10/24/2024 at 10:41:32.000 due to moisture damage on the [pcba 1 c34 / pcba 2 j1, c5 / force sensor / motor]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected), pump error 4 (the motor arm cannot communicate with the main arm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving a pump error. Troubleshooting was performed. Customer was able to clear the error and complete rewind if requested. Conducted fill cannula delivery test but delivery was not recorded in daily history. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.